Event description:
Patient reporting rupture, which is confirmed by ultrasound. The affected side is unknown. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Patient initially reported ultrasound confirmed an unknown side "rupture". Healthcare professional reported right side "pain in the right mammary gland, a change in shape, density. Implant rupture detected by ultrasound". Device has been explanted and replaced.